Event description:
It was reported that the patient's pump system was removed due to infection. No further information was provided. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type catheter. Product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. Product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type catheter. Product ID: (B)(4), lot# n298468, serial#, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: accessory. (B)(4).

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter, product ID 8590-1, lot# n298468, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced an onset of infection on (B)(6) 2012 and the pump was removed on (B)(6) 2012. The patient developed a hematoma following an elective pump replacement procedure on (B)(6) 2012, which secondarily became infected. The pump system was then explanted on (B)(6) 2012 following development of infection. The previously reported date of explant due to infection was (B)(6) 2012; however that was when the initial elective replacement took place prior to the development of infection. The symptoms of the infection at the device pocket were noted as redness, swelling and pain. A staphylococcus aureus culture was obtained. It was noted that the patient received perioperative antibiotics and was anti-coagulated for a deep vein thrombosis (dvt) history. The medication was transferred from old pump with replacement of pump on (B)(6) 2012. That information made it unclear whether or not a new pump was placed at the time of explant on (B)(6) 2012. The patient outcome was reported as "infection resolved". A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that the patient received intravenous (IV) and oral antibiotics as part of the infection tr eatment.